Event description:
Artic sun warming device was placed on pt whose temperature had fallen to 33 degrees celsius. The pt expired due to other co-morbidities. When the staff removed the arctic sun pads from the pt, the skin was blistered and scalded. The skin came off of the pt where the pads had been attached.